Event description:
It was reported that the customer's insulin pump had blank screens after changing batteries. During troubleshooting the insulin pump appeared to work as designed; the display returned. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. The customer's blood glucose value was unknown. The customer was advised to monitor the device and to call the helpline back if the issue recurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).